Event description:
Purchased the malem bedwetting alarm from (B)(6) website. The first night of use, the alarm literally exploded and burnt (B)(6) neck. It was a very serious burn and we had to seek prompt medical attention. (B)(6) was rushed to the emergency room and treated for serious burns to her neck. She still has burns from that day on her neck. If I had not intervened, this could have been potentially lethal. The back of the alarm unit completely melted and there was a big hole in her t-shirt. The batteries have leaked completely. Photos are available and so is the product.